Event description:
It was reported that when attempting to clip, a vein became stuck somehow between the clip and the anvil structure(a component of the device). The surgeon had to pull the tip of the unit really hard to get it to detach from the clipped vein. There were no reported complications to the pt due to the malfunction.